Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been received by the manufacturer and it is awaiting evaluation. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the fluid air exchange was not working during a procedure. There was no known harm to the patient. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
The lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue. The device history record shows the product was released per specifications. The wet returned sample was visually inspected and a small kink on the liquid infusion line of the auto infusion manifold was observed. The kink was measured at 37 inches from the auto stopcock. The white snap clamp was in the closed position in returned condition. The sample was tested on a console and could prime and pass intraocular pressure (iop) calibration successfully. With the infusion control on, fluid flowed from the cassette continuously without generating air to the infusion line. When the fluid/air exchange (f/ax) control was on, only air was introduced from the cassette to the infusion line. No air leak was detected from the infusion air line during priming process. No fluid flowed to the air line of the administration line. No message code appeared on the screen. To determine proper actuation of the auto-infusion valve(aiv) valve, an external pressure source was utilized to perform a cracking pressure test. The pressure was incrementally increased until the valve actuated; the sample functioned per specifications. While a small kink was observed on the liquid infusion tubing and the sample passed functionality, it cannot be ruled out the kink may have caused or contributed to the customer's experience or fluidics imbalance during operation. As such, the exact root cause of the customer's could not be established with the information available. After a thorough investigation of this complaint, it has determined that no further actions will be pursued at this time as the root cause is not known. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).